Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 05.07.2018 it was reported to k2m, inc. That a surgery took place in which the tip of an inserter inner shaft sheared off during removal of the inserter. The tip remains in the patient inside the cage. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the device was not available for evaluation, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. Excessive torque force during unthreading release of the implant could have resulted in a tip fracture.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of an inserter inner shaft sheared off during removal of the inserter. The tip remains in the patient inside the cage. Surgery took place (B)(6) 2018.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture surface indicates a slight bend and rotational fracture may have occurred. Excessive torque force during unthreading release of the implant could have resulted in a tip fracture. However, a definitive root cause of the reported issue could not be ascertained.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a surgery took place in which the tip of an inserter inner shaft sheared off during removal of the inserter. The tip remains in the patient inside the cage. Surgery took place (B)(6) 2018.